Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. No product lot number was reported therefore no qualification records were reviewed. The omnipod¿s user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider.

Event description:
The patient's grandmother reported at 9:12 am, her granddaughter activated a new pod and that she had to spend the whole day at the hospital. Her blood glucose history is as follows: time: 9:12 am, bg (mmol/l): 19.9, (mg/dl): 358; 11:27 am, 21.6, 389. The pod was deactivated and she gave her a manual injection of 2.0 of insulin. She did not provide any further information regarding the hospital visit or her granddaughter's treatment.